Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A resistance test was completed to assess the leads electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. However cuts were noted in the insulation. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that during defibrillation threshold testing this implantable cardioverter defibrillator (ICD) system was unable to re-establish a normal heart rhythm even when using the maximum amount of shock energy. The patient was defibrillated externally and a revision procedure was planned for the following day. Upon disconnection of the lead, it was noted that the two proximal and distal terminals were reversed preventing successful conversion of this patient. The lead was explanted and replaced. No further complications were reported.